Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced random red heart alarms. The system controller was exchanged without incident.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported alarms were confirmed during analysis. The system controller was functionally tested and no alarms were active during testing, even when the cables were maneuvered. The log file was reviewed and events were recorded that were consistent with the reported red heart alarms. During further eval of the system controller, it was found that the brown inner conductor (battery gauge line) of the black power lead was kinked, and broke when a small amount of force was applied. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.